Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 6/cart 84/box lot# 73g1900637 investigation did not show issues related to the complaint.

Event description:
(B)(6) 2021, clip was found broken during using on the patient.